Event description:
Patient called lfs alleging that the one touch ultra test strips were damaged. Patient described feeling thirsty and felt weak in the legs during the time of concern. Patient obtained a "199 mg/dl and 237 mg/dl" on the meter between 11 to 20 minutes. Patient did contact a medical professional for advice; however, no other treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. Patient confirmed that the test strips were not expired, stored improperly or opened longer than the discard date. Based on the information supplied by the patient, there is indication that the damaged test strips meet the criteria for a medical device reportable. Patient's meter and test strips were replaced.